Event description:
It was stated that the customer was speaking to a representative about an upgraded insulin pump. During that conversation, the customer mentioned that she received the field action letter regarding the drive support cap. The customer stated that the drive support cap on her insulin pump is protruding. However, the customer was not having any issues with her device, and did not want it replaced at this time. The customer was advised not to press on the cap while she is connected to the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.